Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported keypad inoperable which was reproduced. The reported condition was verified. The cause was determined to be the inoperable multiple keys including soft keys. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was inoperable during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.